Event description:
The pk papyrus us covered stent system was chosen for the treatment of a perforation in the proximal rca. The pk papyrus us could not pass the lesion and dislodged from the balloon inside the tuohy hemostasis valve. Eventually the dislodged stent was removed from the patients body.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the physicians event description, the dislodgement of the stent is most likely related to the handling (i.e. Hemostatic valve not fully open during withdrawal). It should be noted that the IFU advises the user to ensure that the hemostatic valve of the guiding catheter is fully open.